Event description:
On (B)(6) 2009, the pt reported that 3 days ago while changing the insulin cartridge of her infusion device, she discovered "a little moisture" inside the device. She said she thought this was due to "the tubing wasn't on tight enough." She said she removed the cartridge and dried it off but did not dry out the cartridge chamber. She stated she does not attach the tubing to the adapter and cartridge prior to inserting the cartridge into her device. The pt was educated on the proper procedure to change the cartridge. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval. On (B)(6) 2009, the pt reported that "once or twice a month" for about the past 1-2 months, she does not think the up/down buttons were properly working. She stated she would have "abnormally high" blood glucose readings (no values given) and the "beeps have been missing" on her device. She stated her device has not been dropped but has been exposed to moisture. She said the buttons pop up when pressed. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.